Event description:
Rn reported she saw smoke and then flames coming from the power cord of an althin-baxter system 1000 hemodialysis device during a pt treatment. The fire was extinguished with a fire extinguisher. Rn reported pt's blood was flushed back and treatment was continued on another device. There was no pt injury or medical intervention associated with this incident. The biomedical tech reported the pt's spouse had been present during the event and had become hysterical. The pt's spouse was taken to the ER, admitted, and subsequently suffered a stroke. The pt's spouse was then released from the hosp with no sustaining injuries.